Manufacturer narrative:
Of the 9 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning. 3 malfunctions were a result of a crack in the battery compartment. 1 malfunction was due to damage to the display screen. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature issue with physical damage to the pump. These reports were received from various sources. The patients associated with this allegation ranged from 15-72 years of age and between 120 and 200 pounds. Of the reported patients, 3 were male and 6 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There was 1 instance of temp - physical damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.